Manufacturer narrative:
Describe event or problem?. Corrected data: inadvertently did not include information that the generator was disabled due to burst watchdog time out in initial MDR. (B)(4).

Event description:
Upon further review it was found that the patient¿s generator had been disabled due to a burst watchdog timeout, which has already been reported in MFR. Report # 1644487-2018-02318. As the patient¿s seizures were related to the loss of therapy caused by this event, all further information regarding the increased seizures and related events will be reported in MFR. Report # 1644487-2018-02318. This report will not be updated.

Event description:
It was reported that the patient experienced an increase in seizure frequency. This was reported during an office visit when the patient's generator was unable to be programmed. It was reported in clinic notes that the patient's device "was turned off" and that the patient's seizures were stable when the vns was working. A review of the programming history for the patient's generator did not indicate a device disablement. No further relevant information has been received to date.